Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fell, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to confirm the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.150¿ x 0.308¿ was not returned with the instrument. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding fragment fell was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general abdominoperineal resection (apr) surgical procedure, the tip up fenestrated grasper instrument was stuck inside the patient. The tip was bent, and the surgeon had to make a bigger incision to remove the instrument and port/cannula. Instrument fragments fell inside the patient and were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip up fenestrated grasper was inspected prior to use and no damage was noted. The surgeon did not notice issues with the functionality of the instrument during the surgical procedure until the reported event. The instrument did not collide with other instruments or other hard materials. The fragments fell during instrument tip collision. The instrument was unable to be removed due to the angle of the tip of the instrument. The surgeon had to enlarge the incision to remove the instrument and cannula. The surgical staff did not notice any damage to the cannula and no other damage to the instrument after the event occurred. The fragments were all retrieved a using laparoscopic instrument. No post operative tests were performed and the procedure was robotically completed.